Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose readings and leaks past both o-rings from the reservoir. The customer's blood glucose reading was 421 mg/dl. The customer treated with manual injections. The customer stated that fluid is visible in the chamber of the reservoir. The customer stated that the leak is past the second o-ring. The customer declined to troubleshoot for high readings. The customer will return the reservoir for analysis.